Manufacturer narrative:
Date of event: unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the manufacturing records was performed showing this is the 1st. Related complaint for broken cannula npe and for needle clog on lot # 0330602. No non-conformances were raised in association with these types of events for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd pen ndl 32g 4mm hp cannula broke off and were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer stated non patient end is broken off prior to injection and when taking the injection the flow will stop before it is completed. Date of event : unknown. Samples : not available.